Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, the company service representative reseated the footswitch charger printed circuit board (pcb). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the reported event therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating system was not performing the phaco function. Procedure details information is unknown. There was no report of harm to any patient. Additional information has been requested.